Manufacturer narrative:
Outcome - important medical event.

Event description:
Initial and f/u info received on 10-mar and 11-mar-2010 from a dentist, and on 13-mar-2010 in the form of ptc (pharmaceutical technical complaint) investigation results, respectively were processed together. This non-serious spontaneous case report from (B) (6) was received from a dentist and upon medical review, has been upgraded to serious based on reclassification for the event(s) following assessment utilizing the company's new device reporting tree. Case forwarded by our local affiliate - local (B) (4). This case involves a female pt in her (B) (6) who developed nodules on her cheek after receiving poly-l-lactic acid (sculptra) therapy. She received four treatments with poly-l-lactic acid in (B) (6) 2008, (B) (6) 2008, (B) (6) 2009 and (B) (6) 2009. Batch 2a8024 was used for the treatment given in (B) (6) 2008. On (B) (6) 2010, she developed nodules on her cheeks which are ongoing. One lump was on the right hand side and another was located in the crease of her cheek. The pt did not have lumps previously. Corrective treatment, if any, was not reported. Relevant medical history and concomitant medication info were not mentioned. Ptc (pharmaceutical technical complaint) result revealed: local ptc (B) (4); global ptc (B) (4). The review of the DHR (device history records) and of the analytical results of the involved 2a8024 batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.